Manufacturer narrative:
Device malfunction cannot be ruled out. Event did not contribute to a death or serious injury.

Event description:
Article published in brain and development official journal of the japanese society of child neurology. Article titled, comparison of corpus callosotomy and vagus nerve stimulation in children with lennox-gastaut syndrome was received at MFR for review. Lack of efficacy was reported in a pt. No further details known. No additional info will be provided by the site.